Event description:
It was reported that this right ventricular (rv) lead was revised and remains in service, with no specific device issues reported. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead became dislodged, with the dislodgment confirmed by x-ray imaging, so it was repositioned and remains in service. No additional adverse patient effects were reported.